Event description:
It was reported that the patient's right hip was revised due to muscle pain and irritation. Surgeon reported the cause of pain and irritation was due to the cup being too anteverted. The well-fixed shell, a screw, liner, and femoral head were revised. Rep confirmed there were no allegations against the revised liner and head, and that no further information will be released by the hospital or surgeon.

Manufacturer narrative:
Reported event: an event regarding malposition involving an unknown trident shell was reported. The event was confirmed by medical review. Method & results: -device evaluation and results: not performed as the device was not returned. -clinician review: a review of the provided medical records and x-ray by a clinical consultant stated the following: ¿the patient underwent a right total hip arthroplasty in 2020 and underwent revision for soft tissue impingement, pain and malposition of the shell in 2021. I can confirm that this event took place since there is an or sheet that documents stryker stickers on (B)(6), 2021. Regarding the possible root cause of this event, I believe that it is surgical technique related in that the cup appeared to be to anteverted which is known to possibly cause soft tissue impingement and pain.¿ -device history review: could not be performed as lot code information was not provided. -complaint history review: could not be performed as lot code information was not provided. Conclusion: a review of medical records and x-ray by a clinical consultant confirmed the reported malposition of the shell and presented surgical technique as a possible root cause of the event. However, insufficient information was provided to confirm the root cause. Additional information including operative reports, progress notes, x-rays, and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right hip was revised due to muscle pain and irritation. Surgeon reported the cause of pain and irritation was due to the cup being too anteverted. The well-fixed shell, a screw, liner, and femoral head were revised. Rep confirmed there were no allegations against the revised liner and head, and that no further information will be released by the hospital or surgeon.